Event description:
It was reported to medtronic minimed that the customer experienced battery failure, a motor anomaly resulting in slower rewinding, and transmitter battery life issues. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884l, mmt-7040a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. No product return is required for mmt-1884l. No product return is required for mmt-7040a.